Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified an inverted septum at the injection site, verifying the reported condition. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp catheter extension set leaked due to an inverted septum. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.